Event description:
According to the reporter, prior to use, during charging of the handle, the charger lit in red, and the handle did not turn on. It similarly lights up in red even it was connected to another charger. The charger was able to work with a different handle. A new handle was used to resolve the issue. There was no patient was involvement. Medtronic's initial evaluation of the incident is that an analysis of the system data indicated that there was an error for the system queue being full. The cause of the observed error was due to a software restrictions on the capacity of the queue.

Manufacturer narrative:
D10: concomitant product: sig power sigsbchgr one bay charger, h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Post market vigilance (pmv) led an evaluation of one signia powered handle for a non-reportable condition. Visual inspection noted there were no abnormalities that would have caused or contributed to the reported condition. An analysis of the system data showed the handle being able to charge without any issues. It was reported that the power pack was not adequately charged or cannot hold a charge. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The investigation detected an unreported condition of an error for the system queue being full that has no relationship to the reported condition. This condition has a potential for patient harm. This condition would cause the handle to stop operation and impact the handle either extra operatively or intra operatively. The most likely cause for the additional condition was traced to software coding. The cause of the observed error was due to a software restrictions on the capacity of the queue. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.